Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and sensor had inaccurate sensor readings that triggered a threshold suspend. The customer blood glucose level was over 400 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with bolus via insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer declined to perform the high pressure test. The customer¿s blood glucose was 143 mg/dl and sensor glucose was 65 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 70 mg/dl. The insulin pump and sensor will not be returned for analysis.